Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a backup audible alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door, and a cracked top case. A ¿sf: backup audible alarm post¿ was found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable backup buzzer on the mainboard was the root cause. The mainboard was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Date returned to mfg: 12/27/2023